Event description:
It was reported that the patient called about some clicking and flicking coming from their heart. The patient went to their clinic where they found that the patient was experiencing stimulation with pacing. This was the second time that the ventricular capture management (vcm) had adjusted the output to 5v/1ms and stimulation had returned. The rv capture threshold settings were reprogrammed back to the sub-stimulation threshold and vcm was programmed to monitor only. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: vedr01 implantable pacemaker (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).